Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the stage 1 procedure was aborted due to the patient desaturating and going into afib with rapid ventricular response (rvr). The physician was completing the stage 1 procedure and while attempting to deploy the tined lead, the patient began to desat into the 80s. The physician was having difficulty advancing the tined lead. The anesthesiologist began to prepare to abort the case. Once the patient started going into afib, the case was aborted. The patient was safely transitioned to supine on a stretcher and brought to pacu, where they recovered well. The cs provided an update stating the patient is doing well. The patient was restaged and is currently seeing symptom improvement with no complications. The patient had a history of sleep apnea and it was believed that the patient was under "mac sedation" for too long. The anesthesiologist was encouraging general anesthesia with intubation due to this history but the physician overrode it. They believe that if the patient was intubated, this would not have happened. The patient is still currently in the trial. It is unknown if the patient has a history of cardiac issues under anesthesia. The implanting physician does not believe the reported incident is related to the device issue.

Event description:
It was reported that the stage 1 procedure was aborted due to the patient desaturating and going into afib with rapid ventricular response (rvr). The physician was completing the stage 1 procedure and while attempting to deploy the tined lead, the patient began to desat into the 80s. The physician was having difficulty advancing the tined lead. The anesthesiologist began to prepare to abort the case. Once the patient started going into afib, the case was aborted. The patient was safely transitioned to supine on a stretcher and brought to pacu, where they recovered well. The cs provided an update stating the patient is doing well. The patient was restaged and is currently seeing symptom improvement with no complications. The patient had a history of sleep apnea and it was believed that the patient was under "mac sedation" for too long. The anesthesiologist was encouraging general anesthesia with intubation due to this history but the physician overrode it. They believe that if the patient was intubated, this would not have happened. The patient is still currently in the trial. It is unknown if the patient has a history of cardiac issues under anesthesia. The implanting physician does not believe the reported incident is related to the device issue.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficulty in completing implant due to user confusion regarding procedure and items needed was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.